Event description:
A facility reported that the handle on the cusa clarity 23 khz handpiece (c7023) gets hot and is not working properly. No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa clarity 23 khz handpiece (c7023) was returned for evaluation: device history record (DHR) -the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: evaluation confirmed that the handpiece is overheating when in use. As a result, this handpiece is to be scrapped, and a replacement has been sent to the facility. Root cause: the cause of overheating was not confirmed. Possible causes of overheating per device IFU may be: cusa clarity tips utilize a silicone flue; compressing the flue against the side of the vibrating surface along the length of the tip may cause excessive heating. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.